Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump was experiencing an intermittent power issue. Reportedly, the battery compartment was cracked and there was evidence of moisture ingress in the battery compartment. There was allegedly no damage to the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 11/16/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box data showed reboots, alarms related to battery use, and a voltage drop. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture corrosion was observed in the battery compartment and on the underside of the returned battery cap. The battery cap contact dimensions measured within specifications. The cap was unable to fully tighten on to the pump; however, the pump was exercised for 24 hours with no power issues using the returned battery cap. The pump failed a leak test at the battery compartment. The pump cover was opened and no further moisture contamination was found in the pump. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.